Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the low voltage lead helix did not extend when rotated twenty times or more. The lead was not used and replaced. No patient complications have been reported as a result of this event.